Manufacturer narrative:
(B)(4). Device was received as unauthorized return. Follow up with ra stated that the product ID was initially entered incorrectly into cts.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the instrument got broken during surgery at the distal end. No retraction possible anymore. New device was used. No information about procedure, event date, patient. No person injured, no extension of op, no blood loss, no extension of incision, no change of op, no loss or damage to tissue, nothing fell into patient, no reinforcement material used. Patient is well.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned device. The clevis pieces were disengaged from both sides of the instrument. Two pieces were received in a small package. No other visual abnormalities were observed. The articulation knob functioned properly. The knob to expand the blades functioned properly; the blades could be expanded fully. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Subsequently, the complaint data did not display an increased trend. Engineering determined that replication of the reported condition may occur as a result of the instrument being forced beyond it indicated use. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.